Event description:
It was reported that fluid was observed inside the lead during a routine generator revision surgery. Diagnostics were not performed prior to surgery. Both the lead and the generator were explanted and replaced. The explanted lead was discarded and will not be returned for product analysis. The explanted generator has been returned and is currently in product analysis. F/u with the neurologist revealed that there were no reports of pt manipulation or trauma that could be caused or contributed to the fluid leaks.